Manufacturer narrative:
Manufacturer date: 03/28/2008. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (05/17/2014 - 11/13/2014) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from december 2013 through november 2014 and was within acceptable limits for all months except for one month, which is being investigated. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed. The vacuum pump was returned and tested. The vacuum pump exhibited an odor. The reason for return of the vacuum pump was confirmed. The oil mist filter was returned and visually inspected. The oil mist filter was found to have a missing component making it unable to be functionally tested. The reason for return of the oil mist filter was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
A customer reported an event of an odor emitting from the sterrad® nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump, catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 11/17/2014.